Event description:
Same case as mfg report number: 2030404-2011-00303. It was reported the catheter became stuck in the introducer and it could not be removed prior to guidewire insertion. When the physician attempted to insert the inquiry afocus ii catheter (reorder (B)(4), lot 3382621) into the 8f sl 1 guiding introducer, the catheter became stuck and couldn't be pushed or pulled. The physician then inserted a cordis emerald 0.035 inch guidewire ((B)(4)) which was advanced without difficulty into the lumen of the guiding introducer. The catheter and introducer were removed from the pt's body; the 0.035 inch guidewire was left in place. A sr0 8f sheath and new inquiry catheter ((B)(4)) from the same lot number was used to complete the procedure with no pt injury reported.

Manufacturer narrative:
One 8f swartz introducer was received for eval along with the inquiry catheter used in conjunction with this case. Visual inspection revealed the distal of the inquiry catheter was lodged within the hemostasis body of the introducer. The catheter tip was visibly noted exiting through the side port of the introducer. The tip of the catheter was lodged within the sideport, which confirmed that a protective sheath was not used when advancing this catheter. The hemostasis cap was removed along with the seal. A tweezers was used to grasp the most distal end of the catheter within the hemostasis body. The spiral tip end was successfully removed. A similar 8f swartz was obtained from current inventory and the spiral catheter using the straightener was successfully advanced and removed without any part of the catheter becoming stuck. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification for the inquiry catheter malfunction is consistent with user error. The IFU for the inquiry steerable catheter used with this device states: "after the catheter is inside the introducer, pull the protective sheath out from the hemostasis valve. Re-insert the protective sheath into the hemostasis valve prior to removing the catheter from the introducer. The info provided by the customer states the protective sheath was used. However, analysis of the device confirmed the protective sheath could not have been used as this is what protects the catheter from entering the side port upon removal. The root cause classification for the reported problem with the introducer sheath is consistent with operational context as device performance was limited due to anatomical/procedural factors.